Event description:
It was reported that the patient underwent a total en bloc spondylectomy at t3-8. It was reported that while doing sit-ups during pe at school the patient heard a cracking sound. It was found out that the rod broke at the t7 screw. A revision surgery was performed 10 months post-op, the rods were removed and replaced with different rods. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 8699120, 510k # k981676 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.